Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd¿ tube k2edta plh 13x75 3.0 plbl lav br there was clotting/micro clots/fibrin clots . The following information was provided by the initial reporter. The customer stated: "we've received some edta tubes with the blood completely clotted. It appears the tubes have issues in edta anti-clotting, since there is no evidence of error during sample draw."

Event description:
It was reported when using the bd¿ tube k2edta plh 13x75 3.0 plbl lav br there was clotting/micro clots/fibrin clots . The following information was provided by the initial reporter. The customer stated: "we've received some edta tubes with the blood completely clotted. It appears the tubes have issues in edta anti-clotting, since there is no evidence of error during sample draw."

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for clotting was observed. In the photo it is possible to observe that the blood is clotted but it is not possible to observe the batch number and any other additive abnormality defect. Bd was able to confirm the defect of clotting based on the photo but it was not possible to confirm an additive abnormality or any manufacturing defect. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, clotting or additive abnormality was not observed. 180 samples of each batch were visually evaluated for spray pattern and additive abnormality and no defects were found with the retain product, in addition 5 samples from the retain samples were sent for clinical evaluation. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure (clotting/additive abnormality) because the defect was not evident in the testing of the complaint lot samples. Laboratory analysis of retain and control samples demonstrated clinically acceptable performance for all visual observations evaluated. The edta tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for clotting based on the photo provided. This complaint is unable to be confirmed for an additive abnormality. All testing on retention samples was satisfactory. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.